Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in the moderately calcified common femoral artery using two proglide devices. While the suture of the second proglide device was being placed, the suture did not deploy through the artery and was pulled out. The suture of the first proglide was removed. The arterial sheath size was 6f and was upsized to 18f for the aaa procedure. After the aaa procedure, a cut down was performed and found that the footplate was broken off and was in the tissue at the site of the arteriotomy. Surgical intervention was performed and the footplate was removed from the patient. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no reported event of a foot break that resulted in the suture failed to deploy through the artery reported for this lot. Based on the investigation, there does not appear to be any indication of a product quality deficiency.